Event description:
It was reported to philips that the shock therapy function failed. There was no report of patient involvement.

Manufacturer narrative:
It was reported to philips that the shock therapy function failed. There was no patient involvement. The field service engineer (fse) evaluated the device. The device was failing the shock therapy function. Upon conclusion of the evaluation, it was determined that the high voltage capacitor requires replacement. It was replaced. The device passed testing and was put back into service.